Event description:
Event description guidant received information from the patient's family that this device stopped working and required replacement. It was noted that this device is included in the recent second population field advisory.